Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Sed on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 11/28/2017 and strip open date is week of (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is calling with a complaint his true track meter was giving him results lower than that of his expected fasting range of 110-120 mg/dl. Customer was concerned when he obtained a result 85 mg/dl on (B)(6) 2015 at 10:02 am. Customer also was concerned as his hgba1c was 7.6 and his lab work gave a blood glucose level 132 mg/dl and when he tested 1 hour earlier the meter gave him a result of 106 mg/dl. Customer stated he had no symptoms of hypo/hyperglycemia noted at this time. Customer denies any changes in diet, exercise, medication, or health status. The meter and strips were not properly stored as they are kept in the kitchen of the home.